Manufacturer narrative:
Reported issue of r-wave amp variation and capture issue was not confirmed. The reported event of device stretched helix was confirmed. Visual inspection noted helix length was out of specifications. The helix elongation is consistent with having occurred during procedure. Further analysis performed, including output verification and sensitivity test showed normal device characteristics without any anomalies contributing to reported event of sensing problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker would back spin when fixating. Inadequate sensing and capture thresholds were observed. While attempting to retrieve the device, its helix was sprung. The device was not used, and a new one was implanted. The patient condition was stable.